Manufacturer narrative:
Further info surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer (fse) downloaded the device logs. The ventilator was tested by the hospital. No fault was found, no parts were replaced, and the ventilator was returned to service. Additional information received from the hospital states that the patient saturation decreased the last 2 hours of ventilation and, that the hospital has no allegations that the ventilator contributed to the patient death. Evaluation of the received device logs found no technical alarms during the reported time for the event. The last pre-use checks test (puc) before ventilation start was successful. The event logs showed that the ventilation period that ended with the patient passing away, was ongoing for 22 hours. The o2 concentration settings were increased in steps the last 70 minutes of ventilation up to 85%. The set peep (positive end expiratory pressure) was 5 cmh2o from start and until the last 10 minutes of ventilation. The highest set peep value the last 10 minutes was 26 cm h2o. The claimed observation of the peep value of 46 cm h2o is not logged and was not used during ventilation. The peep value can be changed in the standby mode, and the changed/new value is visible and can be observed on the screen, but it is not logged. The changed new value will be valid and logged if ventilation is started. Our conclusion, which is based on the evaluation of the log files is, that there was no ventilator malfunction at the time for the event. This is also supported by the hospital findings that no fault was found and no parts were replaced. (B)(4).

Event description:
This is a follow-up report 1 for a previously received initial report (received on paper via mail) . The initial report that was received via postage was assigned the manufacturer report # : 8010042-2015-00224 and the importer report # : (B)(4). The original date of this report for the initial MDR received via postage was 05/06/2015. This record is being created as per the FDA's request that all MDR's be processed electronically. (B)(4).